Manufacturer narrative:
Based on the information obtained, no conclusion can be made. The information obtained is limited to the article. Postoperative adhesion and inflammation are known inherent risks of surgery and the instructions-for-use (IFU) supplied with the device identifies adhesions and inflammation as possible complications. The warnings section of the IFU states, "ensure proper orientation; the solid white surface (eptfe) must be oriented against the bowel or sensitive organs. Do not place the mesh surface against the bowel. There may be a possibility for adhesion formation when mesh is placed in direct contact with the bowel or viscera." In addition, the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may have to be removed. An unresolved infection may require removal of the prosthesis." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2006) is provided as a best estimate based on the information provided. Note, we were unable to locate an english translation of the attached article/abstract. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Mesh explanted.

Event description:
Per journal article published in hernia week 2021 tokyo titled "a case of intestinal obstruction caused by intraperitoneal remnant mesh intrusion into the rectum after 15 years of mesh removal for repair of infected abdominal incarcerated hernia, 2021" by nana takeuchi et al.: as reported, about 16 years ago, the patient underwent ventral incisional hernia repair and an unspecified bard/davol composix mesh was implanted. As reported, one year post-implant, the patient developed adhesive intestinal obstruction, small intestinal perforation during treatment and underwent surgery for peritonitis. As reported, abdominal washout was performed, due to the strong adhesions, only part of the mesh was removed, leaving most of the mesh in the patient. As reported, fifteen years later, the patient underwent a laparotomy procedure for corrective intestinal obstruction on suspicion of a foreign body in the rectum. During the procedure, a strip-shaped mesh containing eptfe & metal fastener were removed from the intestinal lumen. Ulceration in the intestinal tract by the mesh was observed, with no obvious perforation.